Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Interrogation of the pacemaker showed that the right ventricular (rv) lead had an elevated capture threshold. The physician elected to cap and replace the rv lead on (B)(6) 2024. The patient was in a stable condition.